Manufacturer narrative:
One sample was returned for evaluation of complaint that flange had partially snapped. As received a cut at the base of the flange tube corner was observed. The deformation had clean edges however ripples can be seen through the cut. The complaint of partially snapped flange can be confirmed. The probable is due to a molding error during manufacturing. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was stated that the flange had partially snapped. There were patient involvement and no adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.